Manufacturer narrative:
G6: previous supplement report was submitted as a follow up number 3 but should have been a follow up number 2 g6: previous supplement report was submitted as a follow up number 3 but should have been a follow up number 2.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose was impacted at over 240 mg/dl, however the customer was unable to provide an exact value. The customer delivered a correction via the pump. Reportedly, the customer was able to clear the alarm and successfully resume insulin. It was reported that the customer would continue use of the current pump until the replacement pump was received.